Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. This resulted in the observed premature battery depletion.

Event description:
Boston scientific received information that this pacemaker showed a significant decrease of its calculated longevity during a six months period. Boston scientific engineering team stated the device's data showed the battery consumption was rising steadily leading to a decrease in the calculated longevity, and recommended the pacemaker should be explanted within a month. The pacemaker was explanted and replaced to solve the issue. No additional adverse patient effects were reported.